Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient reported that she developed red bumps on her back. The patient's doctor instructed the patient to use cortisone cream for the irritation. Patient reported that the skin had improved.